Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a left sided atrial flutter procedure with a navistar® rmt thermocool® electrophysiology catheter and a signal loss, signal noise and a broken catheter tip occurred. The physician started to ablate the patient for atrial fibrillation and there appeared to be some kind of current peak. After the current peak, body surface electrocardiogram (ECG) was lost. In addition, the ablation catheter signal was very noisy. However, the physician did have at least one ECG signal available to monitor the patient¿s heart rhythm with the defibrillator and a few coronary sinus intracardial signals. Ablation was stopped because of the current peak. The physician checked to see if there were any problems between the catheter and cable connection and saw blood inside the connection. The physician then quickly removed the catheter from the patient and it was discovered that the tip of the catheter was broken and wires could be seen under the surface. The physician disconnected the catheter from the cable and the ECG signal came back. The catheter and cable were changed to new devices and the issues resolved. The procedure was completed with no patient consequence. A st. Jude medical sl0 8.5 french sheath was used during the procedure. The physician does not believe that catheter was damaged when he inserted the catheter into the patient. He also said that he did not see this kind of damage on the catheter earlier in the procedure. It seems that surface of the catheter was damaged at an unknown point and due to the surface damaged, the catheter had blood inside the catheter, which is why the catheter and cable connection was full of blood. The signal loss and noise issues are not MDR reportable since there were available signals to monitor the patient, the risk to the patient is low. However, the catheter damage is a reportable malfunction.

Manufacturer narrative:
Additional information was received on may 25, 2018. The catheter was stored in normal conditions inside of the lab in a locker/cabinet behind a glass door at over 21°c. The catheter was not exposed to extreme or wet weather or sunlight. A st. Jude medical sl0, 8.5 french sheath was used. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a left sided atrial flutter procedure with a navistar® rmt thermocool® electrophysiology catheter and a signal loss, signal noise and a broken catheter tip occurred. The returned device was visually inspected and the tip was found damage with exposed wires. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Due to the damage observed on the catheter tip a fourier transform infrared spectroscopy test (ftir) was performed and the results suggest that material was suffer a degradation on the surface, presumably induced by an oxidation process, this usually results in the formation of cracks which propagates progressively across the surface. The loss of strength, impact resistance, and mechanical integrity of plastics exposed to oxidation is well known. Overall material degradation was identified as potential cause for the brittle condition observed on the distal flexible tip material. Based on the results, oxidation mechanism was identified as inducer of the degradation process, however the exact agent remains unknown. Due to the catheter tip condition, a meeting with the manufacturing team was performed and the result showed that is issue is not related to the manufacture process since in an attempt to duplicate the damage, one manufacture process step was executed multiple times and the condition was unable to duplicate. This condition is not listed on visual standards and raw material were reviewed and no non-conformant records were found. Additional information was received from the customer and the catheter was stored in a normal condition and not exposed to extreme weather or sun light. The catheter was stored in the lab in a temperature around +20 degrees the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint regarding the damage on the tip was confirmed. Based on available analysis finding results, the damage on the catheter tip does not appear to be caused by any internal bwi processes since there is evidence that the device was manufactured in accordance with documented specification and procedures, the root cause remains unknown. In addition, information was received on june 11, 2018, that confirms the catheter was not reprocessed. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. The returned catheter had internal wires exposed from the plastic covering on catheter shaft approximately 4 cm from distal tip. This finding coincides with the reported event. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).